Event description:
It was reported that right ventricular oversensing noted to be t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.